Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pusher assembly was discarded.(B)(4).

Event description:
Treatment of a basilar tip aneurysm. During the procedure, the physician tried to pull the implant coil into the catheter in order to reposition it and noticed that the implant coil had prematurely detached. The physician was able to fully deploy the implant coil without any incident.no injury was reported with the patient as a result of the procedure.